Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired. The cause of death is unk at this time. The pt was found dead at home. Additional information obtained stated that the cardiologist suspects that the pt had a ventricular fibrillation (v-fib) arrest.

Manufacturer narrative:
The MFR was advised that the lvad pump was not explanted and will not be returning for eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.